Event description:
Related manufacturer reference number: 2017865-2024-33255. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead had dislodged; upon attempting to reposition the lead, the lead had failed to be removed from the header of the pulse generator although the screws of the header have been loosened. The lead was capped, and the pulse generator was implanted and reprogrammed. The patient had no adverse consequences.